Event description:
Diagnosis: left hip garden IV transcervical fracture. At the close of the operation, the patient's heart rate dropped and blood pressure dropped. The patient went into electromechanical disassociation (emd) and CPR was begun. Patient expired. Autopsy report revealed emboli from the bone cement.